Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02144, 1822565-2017-02145, 1822565-2017-02146.

Event description:
It was reported that ball bearings were missing from the shims. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay additional information. Device was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed wear and tear which is synonymous with use during product¿s life cycle. Device was also disassembled and missing components. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause for the tasp shims was attributed to the design of the device. However; root cause for the femoral inserter/extractor was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.